Event description:
It was reported to boston scientific corporation that a hemostatic clipping device was used during a cecal colon polyp removal procedure on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of clip failed to release from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.